Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through investigation that a patient with a 21mm 3300tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and five (5) months due to stenosis. The patient presented with heart failure, shortness of breath, and chest pain. A tavr procedure was performed with a 23mm 9755rsl transcatheter valve. The procedure went without complication and the patient was transferred to pacu. This is a 44-year-old female patient with a history of avr (2015) and prior IV drug use.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.